Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, anxiety, visibility and palpability.

Event description:
Patient reported right side "enlargement and increasing hardening and pain in the left breast in particular." Healthcare professional additionally reported right side capsular contracture baker grade IV. Healthcare professional later reported "implant shell disintegrated". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease smooth, wear abrasion and stress marks. Based on the device analysis the final assessment is: a crease smooth edge broken in the side posterior assessed as fold flaw opening.

Event description:
Patient reported right side "enlargement and increasing hardening and pain in the left breast in particular." Healthcare professional additionally reported right side capsular contracture baker grade IV. Healthcare professional later reported "implant shell disintegrated". Device has been explanted and replaced.